Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device was found to be contaminated with tobacco and dirt. The device's blower motor, flow measuring kit and active exhalation control module were replaced to address the issues.